Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had her original antibiotic spacer placed on (B)(6) 2021 then had it washed out again on (B)(6) 2021 and it was converted to a hemi at that time. She had an aspiration on this past thursday because her hip was painful again and she is now growing a different then she was before. The doctor has decided to remove everything in the hip, wash it out again and redo the antibiotic spacer. Doi: (B)(6) 2021; dor: (B)(6) 2021 ; left hip.